Event description:
Reset alarm was occurred, after 28 minutes from turn on. But unable to duplicate the reported complaint, afterwards, vent inop time was 24 seconds ltv vent: on/stby. Having set up the vent, 15 minutes later it re-operated by itself. After that, it operated normal, but just after that reset alarm rang. No pt harm.